Event description:
It was reported that the ilet device did not power on when placed on the charger after being disconnected for several weeks, and the user had only attempted brief charging before contacting support. Investigation included technical support troubleshooting and user education to leave the device on the charging pad for up to 15 minutes to initiate power. Further investigation of this case revealed that insufficient initial charging time likely contributed to the observed behavior. Symptoms included no clinical symptoms. Outcomes included no impact to health and no need for medical intervention. It was concluded that the device function could be restored with adequate charging and that no adverse health effects occurred.